Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by stomach pain. The cause of the event was not reported. It was reported that the patient was hospitalized for ten days and treated with unspecified antibiotics for the event. At the time of this report, the patient has recovered from peritonitis and stomach pain. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
B3: the event occurred on an unknown date in jul-2023. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.